Event description:
It was reported that the patient experienced a severe leg pain. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were disposed by the facility. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7077320 UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7077304 UDI: (B)(4).